Manufacturer narrative:
Correction made to health impact grid and evaluation method code grid. The initial "date received by manufacturer" on emdr 5455198 with MFR report number 3030677-2024-004349 should be 25november2024.

Event description:
It has been reported that the device is failing self-test.